Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 15 years 8 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No adverse patient effects were reported.